Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, patient 1 initial result from the e411 analyzer was 15.1 pg/ml. The sample was repeated on a cobas 6000 e 601 module with a result of 50.8 pg/ml. The repeat result from the e411 analyzer was 40 pg/ml. On (B)(6) 2023 patient 2 initial result from the e411 analyzer was 16.4 pg/ml. The sample was repeated on the e601 module with a result of 1666.0 pg/ml. On (B)(6) 2023, patient 3 initial result from the e411 analyzer was 160.2 pg/ml. On (B)(6) 2023, the repeat result from the e411 analyzer was 17.6 pg/ml. The sample was repeated on the e601 module with a result of 154.6 pg/ml.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). On 08-aug-2023 the field service engineer (fse) replaced the measuring cell and instrument performance testing was acceptable. The sample pipetter was adjusted. No issues were identified with liquid level detection (lld) or the bead mixer. The customer has not had any further issues since the service visit. The investigation is ongoing.

Manufacturer narrative:
The investigation added a type of investigation code.

Manufacturer narrative:
Qc was acceptable. The alarm trace showed liquid level detection (lld) messages. No issues were noted with the customer's preanalytical information. The investigation did not identify a product problem. The cause of the event could not be determined.